Event description:
It was reported to philips that the therapy knob is not changing to the energy setting selected. There was no patient involvement. The bench technician evaluated the device and confirmed the output misreading. A replacement optical switch did not resolve the issue. There, the device needs a processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the therapy knob is not changing to the energy setting selected. There was no patient involvement.